Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be confirmed, as the issue could not be reproduced. The device was evaluated upon receipt. The device had to be primed to fill during decontamination, however the issue resolved on its own and no component issues were noted. The device underwent functional evaluation and passed all applicable testing. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the arctic sun device had primed pump to fill the machine with sanitation solution. As per follow up information received email on 19sep2023, they didn't hear of any issues with an arctic sun.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had primed pump to fill the machine with sanitation solution.